Event description:
A customer reported that during a procedure, a system message displayed. The case was completed using the same equipment following a delay greater than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).